Event description:
It was reported that during implant it was not possible to insert stylet into the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): no anomalies found , however, the analyst noted that the blood on the distal conductor most likely entered through the is-1 pin, because no insulation breaches were observed. Blood/body fluid were found on the distal conductor (not obstructed), and blood was found in/on the helix mechanism. The full lead was returned and analyzed.